Event description:
It was reported that during a procedure to treat a lesion in the circumflex, the copilot was connected to the guiding catheter, and an attempt was made to initiate the procedure; however, blood leaked out of the copilot. A new copilot device was connected to the guiding catheter, and the procedure was completed successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned copilot found blood inside, consistent with the reported use. There was no contrast visible. There was no damage noted to the bleed back control seal. There was no damage noted to the copilot. A .096 inch (in) pin guage was used to measure the inner diameter of the copilot with the clamp seal in the opened position and this met manufacturing criteria of inside diameter of 0.096 in minimum. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. In this case, it may be possible that the clamp seal was not securely closed around the associated devices. To ensure damage to the copilot does not occur as a result of a product deficiency, all copilot bleed back control valves are subjected to a 100% visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot. During functional testing, a new indeflator, filled with water, was used to pressurize the copilot to 400psi with the clamp seal in the closed position. There was no leak observed. After advancing the hypotube of a stent delivery system and the core of a .014 in guide wire through the copilot, pressurized the copilot using an indeflator attached to the side luer and a plug attached to the rotator, there were no leaks observed. Overall, the reported leak could not be confirmed during functional testing and a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the product packaging, containing the lot number, was not returned.